Event description:
It was reported that the patient had a backup battery fault alarm. The emergency backup battery (ebb) was reseated without cessation of the alarm. Log files captured consistent backup battery fault alarms. It was recommended to exchange the system controller.

Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of backup battery fault alarms was able to be confirmed. The heartmate 3 system controller (serial number: (B)(6) was not returned for analysis; however, a log file was submitted for review. A review of the submitted log files showed events spanning approximately 3 days ((B)(6) 2024 per timestamp). Backup battery fault alarms were active throughout the log file from on (B)(6) 2024 at 11:10:50 ¿ on (B)(6) 2024 at 13:01:34. The onset of the alarms was not captured in the log file and the alarms did not clear in the log file. The alarms activated due to the controller not passing the load test. There were no other notable alarms active in the logfile. Pump operation was not affected, and the device appeared to function as intended. Additional information provided on (B)(6) 2024 stated that the alarms resolved after the exchange and that the controller will not be returning. The root cause of the reported event was unable to be conclusively determined through this investigation, a corrective and preventive action (CAPA) has been initiated to further investigate backup battery fault alarms without a known root cause. The device history records were reviewed for the system controller (serial number: (B)(6) and was found to pass all manufacturing and quality assurance specifications before being shipped to the customer. Heartmate iii instructions for use (rev. C) section 7 entitled ¿alarms and troubleshooting¿ and heartmate iii patient handbook (rev. D) section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms including backup battery fault alarm conditions, and the actions to take if the alarms cannot be resolved. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The system controller was exchanged and the alarms resolved.